Event description:
It was reported that revision surgery was performed due to loosening. The oxinium femoral component hd 12/14 32mm +8 was explanted. The patient is also complaining about pain and feeling strange.